Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure implants") in a female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as pelvic pain, dyspareunia and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomies via single incision laparoscopic surgery). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): source: a right fallopian tube(right fallopian tube). B left fallopian tube(left fallopian tube). C right fallopian tube(right essure). D left fallopian tube(left essure). Diagnosis: a. Right fallopian tube, salpingectomy:. Mesonephric duct remnants, right fallopian tube. Walthard nests, right fallopian tube. B. Left fallopian tube, salpingectomy:. Mesonephric duct remnants, left fallopian tube. C. Right essure, removal:. Medical device grossly consistent with essure. D. Left essure, removal: medical device grossly consistent with essure. Gross description: the specimen right essure, are fragments of silver coiled wire grossly consistent with the essure device 3.5 x 0.1 x 0.1 cm and 7.5 x 0.1 x 0.1 cm. The specimen left essure, is a portion of coiled silver wire grossly consistent with the essure device 10.1 x 0.1 x 0.1 cm. [Ultrasound pelvis] on 01-oct-2020: findings: linear echogenic structures corresponding to the patient's bilateral tubal occlusive devices are seen of the uterine cornua. Impression: 1. Tubal occlusive devices visualized at the uterine cornua bilaterally. 2. Enlarged, heterogeneous uterus. There is a 1.6 cm hyperechoic nodule distorting the endometrium. The differential diagnosis would; on (B)(6) 2021: mildly enlarged heterogeneous uterus with no focal mass. Endometrial thickness of 11 mm. Prior endometrial nodule not redemonstrated quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure implants") in a female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as pelvic pain, dyspareunia and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. At an unknown time, she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomies via single incision laparoscopic surgery). At the time of the report, the event had resolved. Essure was removed on (B)(6) 2021. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): source: a right fallopian tube(right fallopian tube). B left fallopian tube(left fallopian tube). C right fallopian tube(right essure). D left fallopian tube(left essure). Diagnosis: a. Right fallopian tube, salpingectomy: mesonephric duct remnants, right fallopian tube. Walthard nests, right fallopian tube. B. Left fallopian tube, salpingectomy: mesonephric duct remnants, left fallopian tube. C. Right essure, removal: medical device grossly consistent with essure. D. Left essure, removal: medical device grossly consistent with essure. Gross description: the specimen right essure, are fragments of silver coiled wire grossly consistent with the essure device. 3.5 x 0.1 x 0.1 cm and 7.5 x 0.1 x 0.1 cm. The specimen left essure, is a portion of coiled silver wire grossly consistent with the essure device 10.1 x 0.1 x 0.1 cm. [Ultrasound pelvis] on 01-oct-2020: findings: linear echogenic structures corresponding to the patient's bilateral tubal occlusive devices are seen of the uterine cornua. Impression: 1. Tubal occlusive devices visualized at the uterine cornua bilaterally. 2. Enlarged, heterogeneous uterus. There is a 1.6 cm hyperechoic nodule distorting the endometrium. The differential diagnosis would; on (B)(6) 2021: mildly enlarged heterogeneous uterus with no focal mass. Endometrial thickness of 11 mm. Prior endometrial nodule not redemonstrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event injury nos is updated with device dislocation. Case upgraded with serious incident category. Lab data updated. Product, patient reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.